Event description:
The patient reported frayed wires of the power cord. The power cord and supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply model cm1110 and one power cord model cm3020 was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. Visual evaluation revealed no damage to the power cord. A standard power supply was connected to a standard unit and the power cord functioned as intended.